Event description:
It was reported that there was a tubing break that caused a medication spray in the infusion center. The tubing set broke apart during "hook up" process, spraying the nurse in the chest with medication during chemotherapy treatment. It was noted that the nurse retrieved another set and continued with patient treatment. The nurse did not require any medical intervention. It was further confirmed during follow up that this event did not contribute to, or result in a serious adverse impact to patient. However; it was also noted that there was no patient involvement associated with this event.

Manufacturer narrative:
The customer's report of a tubing break with spray/splash was confirmed. The primary set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. The set was received separated at the engagement between the silicone segment and lower fitment components. The cause of the spray/splash was due to the observed separation. Dimensional analysis of the lower fitment measured to be within specification(s). The root cause of the separation was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was a tubing break that caused a medication spray in the infusion center. The tubing set broke apart during "hook up" process, spraying the nurse in the chest with medication during chemotherapy treatment. It was noted that the nurse retrieved another set and continued with patient treatment. The nurse did not require any medical intervention. There was no patient involvement.